Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6) 2010. During the procedure, when the surgeon went to impact the humeral poly onto the humeral plate, the two pieces would not snap together. Another humeral plate, poly, and glenosphere were used to complete the procedure, but only after a delay of more than half an hour occurred.

Manufacturer narrative:
It was reported that the doctor present for the procedure noticed that the locking ring of the humeral tray that is the subject of this complaint was the opposite orientation of the locking ring in the humeral tray used to complete the procedure. All remaining pieces of the complaint lot were quarantined and are now under biomet's control. This report submitted (B)(6) 2010.